Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. 510k - k130520. The actual device was returned for evaluation. Visual inspection revealed no anomalies, such as a break in the appearance. Saline solution was let through the actual device by gravity drop and the actual device was subjected to another visual inspection. There were no visible clots inside the device. The actual sample, after having been rinsed and dried, was tested for its gas transfer performance by bovine blood (@hb12g/dl temp.37oc) being circulated in the oxygenator module under the following conditions: @ v/q=1, fio2=100% and the flaw rate of 5 and 3 l/min. Result: o2 transfer: @5l/min.= 315ml/min. @3l/min.= 210ml/min. Co2 removal: @5l/min.= 243ml/min. @3l/min.= 165ml/min. No anomalies were revealed in the gas transfer performance of the actual sample, with the obtained values meeting manufacturer specifications. A review of the device history record of the reported product code/lot number combination was conducted with no findings. A review of the perfusion record was reviewed. At 11:44 the circulation was initiated at the gas flow rate 0.5l/min. And fio2:55%. At 11:47 fio2 was increased to 100% and the gas flow rate was increased to 10l/min. With pao2 kept at 39mmhg and paco2 at 61mmhg. At 11:46 - 11:49, svo2 stayed at around 68%. After 11:47, spo2 started to increase gradually. Spo2 at 11:46 was 81% and 94% at 11:49. After this spo2 was kept to be 100% excluding the time for nibp determination. At 11:50, the customer, doubting a deficiency in the gas blender, switched the source of gas supply from the gas blender to gas tank. The recirculation was continued till 11:53. During this period pao2 stayed around 220mmhg, with paco2 being 60mmhg. At 11:57, change-out of the actual device was completed. There was no indication of the value of pao2 for 11:57 - 11:59. Paco2 stayed around 58mmhg. At 12:00 - 12:02, cdi was set up again. After this, pao2 was 714mmhg and paco2 was 14mmhg. IFU states: start gas supply with v/q=1 and fio2=100%, then make adjustments based on blood gas measurement. Measure blood gases and make necessary adjustments as follows. A. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. To decrease pao2, decrease fio2. To increase pao2, increase fio2. B. Control paco2 by changing the total gas flow. To decreasepaco2, increase total gas flow. To increase paco2, decrease total gas flow. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that after the initiation of the circulation of the involved capiox device, the o2 gas flow rate was increasing; however, the pao2 value failed to catch up with the svo2 value; with the blood being dark in color. The o2 tank was confirmed to be functioning normally and the gas blender was switched to the gas tank. With o2 from the o2 tank at 10l/min., there was no change. With fio2 increased to 100%, and still no change was observed. The actual sample was changed out. The patient was not harmed. The procedure outcome was reported to be unknown.